Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the burr was detached. A 1.75mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the olive came loose from the body of the rotalink catheter and became loose in the patient's coronary artery. It was recaptured by advancing the rotawire guide until reaching the 0.14 part of the guide and managing to "fish" the olive that was loose in the coronary artery. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, photos were attached to the complaint record showing imaging of the detached burr within the lesion, confirming the reported event. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Good faith effort attempts were made to try and retrieve the device status, but it was unable to be obtained.

Event description:
It was reported that the burr was detached. A 1.75mm rotablator rotalink plus was selected for use. During the procedure, it was noted that the olive came loose from the body of the rotalink catheter and became loose in the patient's coronary artery. It was recaptured by advancing the rotawire guide until reaching the 0.14 part of the guide and managing to "fish" the olive that was loose in the coronary artery. No patient complications were reported.